Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mqtt, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since day of implant, the therapy never seemed to work properly. Patient mentioned concern regarding lead placement as possible contributing factor. Patient said have tried all of the programs. The patient was redirected to their healthcare provider to further address the issue and has an appointment to see them tomorrow.